Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a chronic infection and dementia. The device was terminally weaned and the pt expired. No autopsy was performed.

Manufacturer narrative:
The pt expired and no autopsy was performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
No further information is available at this time. A supplement report will be submitted when the manufacturer's investigation is completed.